Manufacturer narrative:
(B)(4), results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (anatomy related; highly angulated neck). Unapproved use of device (aortic neck angulation greater than 60 degree). Conclusion: inherent risk of a procedure (endoleak). Device failure related to patient condition (anatomy related; highly angulated neck). (B)(4) off label-unapproved or contraindicated use of device (aortic neck angulation greater than 60 degree).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported; however, during a follow up visit it was noted that the aortic neck was greater than 60 degrees and a CT revealed a type ia endoleak due to the angulation of the proximal neck. The physician decided to intervene by adding (another manufacturer¿s cuff) and the intervention was completed successfully. The endoleak was resolved. The patient is under observation. No additional clinical sequelae were reported.